Event description:
It was reported that the distal end of the metal post of the spine tracker broke off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the distal end of the metal post of the spine tracker broke off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the interface was broken off was confirmed through the visual inspection. During device evaluation we were unable to determine what caused the broken interface of the tracker. It is possible rough or improper handling led to the broken interface. The device was discarded by the manufacturer following evaluation.